Event description:
It was reported that on (B)(6) 2012 the pulse generator exhibited excessive battery discharge. On (B)(6) 2012 the device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found a lifted wire bond joint on the radio frequency flex module which drained the battery prematurely.